Manufacturer narrative:
(B)(4). The device and a photograph have been received and the evaluation is in progress. Upon completion of baxter's investigation, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had a white particle floating in the solution inside the reservoir. The infusor had been filled with fluorouracil. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was manufactured from january 15, 2013 to january 16, 2013. Evaluation summary: visual inspection of the returned device noted a white particle, 1.10 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ftir) scanning identified the particle to be acrylic material. The cause of the particle was unable to be determined. A CAPA has been opened to address this issue. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.